Event description:
It has been reported that the bd phoenix¿ ast broth has been found containing biological contamination. The following has been provided by the initial reporter: turbidity is detected in the tube and it is fresh where fungal filaments are observed: a culture is carried out that is the process

Manufacturer narrative:
Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth (246003) batch number 1293304. Photos were provided for investigation. The photos show one tube with a contamination that looks biological in nature. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 09 version g, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver j, a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.